Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarms which were not reproduced during evaluation. The reported symptom was verified through a review of the event history log by the presence of "air-in-line!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation found the cause during a visual inspection to be a cracked sensor flex tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm. There was no patient involvement. No additional information is available.